Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on 10-jun-20. Visual analysis of the photographs identified little fluids in the device, biological tissue red/yellow color. Also, the devices are not identified by side in the photograph.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "calcifications". Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.